Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased. Bg value was not provided. Insulin was administered via a manual injection to address bg. Customer changed pump supplies to address the issue.